Event description:
Nurse was giving sq heparin to patient with hepatitis c. The needle guard wouldn't close causing nurse to receive fingerstick after the injection. Needle guard was inspected and appeared faulty as it would not lock into place over the needle as it is supposed to do. Nurse was exposed to patient's blood/body fluids as a result of faulty needle safety cover.